Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator was dislodged therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a slight scratch mark was noted in the valve casing. Corrosion on the edge of the stator was observed. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code 82-3112, with lot cjjbjr, conformed to the specifications when released to stock on the 7th august 2008. The root cause for the programming problem is due to the stator being dislodged. The root cause of the stator dislodgement could not be clearly determined. No corrective action was taken as the root cause was not identified; a data review is being opened to track actions related to galvanic corrosion of the hakim valve base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Explantation after dislocation of stator due to mrt & x-ray procedure.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.